Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. Reportedly, the customer was using a usb port in a power strip in an attempt to charge the pump. Technical support arranged to send a replacement charging cable to maintain customer satisfaction, advising continued use of the tandem wall adapter and cable.